Event description:
It was reported that during an unknown procedure the firing button was out of control. Then the titanium tip was broken during the procedure. The broke piece was retrieved by forceps. Changed another one to complete the procedure. The procedure was completed with same/like product. There were no patient consequences.

Manufacturer narrative:
(B)(4). Results of additional analysis performed for switch button issue: outside of device, including shrouds, outer tube, clamp arm, and blade, were clean. Device was correctly assembled and fully closed at shrouds. Button moved freely, with normal tactile feel at actuation to min and max. Device closed and opened clamp arm normally without any hesitation or 'sticking'. On a gen11 generator, with min and max button activation, generator initiated. (Note: no activation with broken blade tip.) Was not able to get the button to 'stick down' at min or max positions to create condition for continuous activation. Device opened. Right shroud - cavity 3. Entire device was correctly assembled. Switch assembly including flex circuit assembly portion, was correctly assembled and fully in place in right shroud with no visible damage. The domes appeared centrally located on the gold leaf of the dome pad, and the button aligned centrally to min and max domes when manually actuated in the open right shroud. Button moved freely on and off min and max dome positions and could not create a stuck button issue. There was no significant wear or damage to min or max sides of circuit, including domes. Conclusion: except for broken blade tip, returned device operated normally and in review could not identify any plausible factors that could contribute to an activation issue, including continuous activation. In conclusion, could not repeat or identify a basis for complaint of - firing button was out of control.

Manufacturer narrative:
(B)(6). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, evidence that the device had been used. The device was functionally tested with a generator. During functional testing, both the min and max button were functional but an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade